Event description:
Per the clinic, the patient experienced discomfort in the skin with the device use (specific date not reported). It was reported that the implant magnet was extruded. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 16, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on march 11, 2022.

Manufacturer narrative:
Per the clinic, the implant magnet was explanted under general anesthesia on (B)(6) 2022. This report is submitted on june 17, 2022.